Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into on (B)(6) 2026. The date of the event is an approximation. According to information received via the insulet customer service team, on (B)(6) 2026, the patient awoke experiencing elevated glucose levels. The patient reported that the sensor was not functioning that day and stated that they were using fingerstick measurements instead. The patient experienced symptoms including generalized pain, nausea, and vomiting. It is unknown whether the patient had been managing their diabetes with fingerstick testing for an extended period prior to symptom onset or if fingerstick testing began only after symptoms developed. The patient contacted his daughter, who transported him to the hospital. A fingerstick glucose measurement obtained at that time reportedly showed a blood glucose level of approximately 700 mg/dl. The patient was reported to have experienced diabetic ketoacidosis (dka). No specific treatment details were provided, and the duration of the patient¿s hospital stay was not reported. Due diligence efforts to contact the reporter for additional information were attempted but were unsuccessful. At the time of the report, the patient¿s current condition was unknown. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.